Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no warnings or alarms occurring. The pump was exercised for 12 hours with no cs 064 alarms occurring. The cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump cover was removed and evidence of internal moisture corrosion was found on the motor flex connector and other internal components on the pump. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.